Event description:
The complainant has reported that a pt (age and gender unk) had undergone a hemostatic clipping procedure within the esophagus using a bsc resolution clip device. It was reported that the anatomy was very tortuous and the scope was in a very torqued position. "The first clip was deployed but got stuck on the catheter and was torn from the bleed site when the catheter was retracted." "An attempt was made to place a second clip, but second clip deployed prematurely before it arrived at the bleed site. A third clip was deployed successfully." It was also reported that the pt was stable after the procedure was completed and discharged routinely.

Manufacturer narrative:
The DHR investigation revealed no deviations which would impact fit, form, or function of the released device. All acceptance records demonstrate the device was manufactured in accordance with the device master record. A batch/lot history search was performed on this device's reported batch/lot number. This search showed that a total of two complaints exist on this lot. These complaints were each filed on the same date by the same end-user for different as reported classifications. The device were part of same procedure. A 15 month complaint history review was performed for product family resolution clip (jan 06' to mar 07'). Review of the info revealed there are no negative trends for this complaint mode at this time .